Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to locate her scs ipg with the charger. The patient stated the ipg has not been successfully recharged in two months. A replacement charger did not resolve the issue. The patient reported a fall, however, the ipg was not tilted or appeared to have moved. Follow-up identified the patient's ipg was replaced with a new one.